Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced intermittent low blood glucose (bg) levels at night and candy was consumed to address the low bg. The cause of the low bg was not known. The customer was already discussing the low bg events with a healthcare provider.